Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller tested 2.7 inr on the coaguchek xs system while a comparison lab returned as 2.05 inr. Device download showed also two additional results of 2.7 inr and one of 2.6 inr that compared to the 2.05 inr lab result. No actions taken based on the device result. No adverse event reported. Requested return of suspect system.